Event description:
It was reported to tyco healthcare/ kendall on 7/2002 that a nurse had sustained an clean needle stick. According to the customer 1 needle in the box did not have a cap. A nurse taking the syringe out of the box was stuck.